Event description:
Related manufacturer reference number: 2017865-2022-48872. It was reported a patient's implantable cardioverter defibrillator (ICD) presented with inappropriate shock due to atrial events falling into the blanking period. Programming changes were made to restore normal parameters and the implantable cardioverter defibrillator (ICD) was eventually explanted in a procedure on (B)(6) 2024. The right ventricular (rv) lead was also capped and replaced during the same operation for an unknown reason. The patient status was stable.

Manufacturer narrative:
Further information requested but not received.